Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient initially called to discuss the 20 ml pump versus the 40 ml pump. The patient called again the next day to discuss again. He expressed concern about his 20 ml pump size stating that ¿they told me that I had the wrong size placed and I¿m not receiving my medication and I need a bigger size placed¿. The pump sizes were reviewed with the patient. He also stated that he was currently in a rehab facility and that a doctor in the facility had interrogated his pump. While on the call, the patient stated that he had severe spasticity and before the pump he was taking oral baclofen. He stated that he had had the pump for about 2 years and his legs were still very stiff. He also stated having difficulties with the therapy since the pump was implanted. The patient was redirected to his implanting and managing healthcare providers (hcps) but then stated that his implanting surgeon was no longer practicing, and he needed a new managing physician. Physician listings were sent to the patient. The patient called again on 06-sep-2022 asking the name of his pump and asking about longevity. The patient again mentioned the pump not work ing since implant and that his legs wouldn¿t straighten and were still bent and that an hcp told him he needed a 40 ml pump rather than a 20 ml pump because those were for pediatric patients.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.